Event description:
A pulsar-18 self-expandable stent system was selected for treatment of a moderately calcified lesion (70 percent stenosis degree) in a moderately tortuous vessel below the knee. After pre-dilatation, the pulsar-18 stent system was inserted. After removing the red tab, it was not possible to push the trigger and the device was withdrawn. Another device was used to complete the intervention.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the outer shaft has not been retracted. The stent has not been released and is still crimped underneath the retractable shaft. Inspection of the instrument revealed no damage or irregularity besides few mild kinks in the device shaft. During the investigation functional testing was performed. Upon pushing the trigger at the handle, the outer shaft retracted normally and the stent was released. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, we can confirm that no product failure could be determined. It should be noted that the IFU advises the user that stent deployment starts approximately between the second and fourth trigger.